Event description:
It was reported that during the implant attempt, the device exhibited sensing difficulty. T-wave oversensing occurred causing ventricular counters to almost shock the patient possibly due to air or liquid in the grommet or header of the device. Pocket noise was also reported. The device was not used and another device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The device was returned and analyzed. There was damage to the grommet.